Event description:
Pt called lfs alleging the meter would only prompt a not ok message while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. They visited their physician for advice, but did not receive any treatment. Their insulin dosage was adjusted. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.